Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a dislodged atrial lead. The dislodge was confirmed via chest x-ray. The lead was sacrificed and replaced on (B)(6) 2020. The patient was stable.